Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was mildly tortuous and non-calcified. An 8.0 mm x 40 mm, 80 cm ranger balloon catheter was advanced for dilation. This device was not used to post-dilate a previously placed stent. During the procedure, on the first inflation at 12 atmospheres for 1 minute and 20 seconds, the balloon ruptured. The patient had no internal damage. The device was removed without leaving any fragments inside the patient. The procedure was completed with a 8.0 mm x 60 mm, 80cm ranger. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis on 11feb2025. The balloon underwent visual and tactile examination. A balloon longitudinal tear was identified beginning approximately 5mm proximal of the distal markerband and extending approximately 45mm distally across the balloon material. There were no kinks or damages to the shaft, tip, and markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was mildly tortuous and non-calcified. An 8.0 mm x 40 mm, 80 cm ranger balloon catheter was advanced for dilation. This device was not used to post-dilate a previously placed stent. During the procedure, on the first inflation at 12 atmospheres for 1 minute and 20 seconds, the balloon ruptured. The patient had no internal damage. The device was removed without leaving any fragments inside the patient. The procedure was completed with a 8.0 mm x 60 mm, 80cm ranger. There were no patient complications reported.

Manufacturer narrative:
Investigation results: device technical analysis: upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm proximal of the distal markerband and extending approximately 45mm distally across the balloon material. As per specification, the rated burst pressure for this device is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was mildly tortuous and non-calcified. An 8.0 mm x 40 mm, 80 cm ranger balloon catheter was advanced for dilation. This device was not used to post-dilate a previously placed stent. During the procedure, on the first inflation at 12 atmospheres for 1 minute and 20 seconds, the balloon ruptured. The patient had no internal damage. The device was removed without leaving any fragments inside the patient. The procedure was completed with a 8.0 mm x 60 mm, 80cm ranger. There were no patient complications reported.